Event description:
During an incident in 1999, involving a male patient in cardiac arrest, this defibrillator operated properly with visual and auditory prompts until the analyze button was pressed, after which more happened. There were no more audio or visual prompts. Paramedics arrived and found the patient in asystole. The patient expired. CPR was performed before and after the defibrillator was used. The patient had no cardiac artery. The person using this defibrillator trains users and is familiar with its operation, but this was the first time she had used it on a patient and said she was not sure about everything she did.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for patient treatment was verified. Proper prompts were verified. The customer's battery was used for all testing. There was no incident printout available for evaluation. The unit's internal memory contained testing done by the customer in 1999. The customer was sent a letter explaining our evaluation.